Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), it was difficult to remove the tether. The physician continued to remove the tether post several flushings, then the device dislodged. The device was snared and removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mcvr01us. Device evaluation anticipated but not yet begun. Product ID: mc1vr01-delsys. Product event summary: a partial delivery system was returned. The device was returned inside the introducer hemostasis valve. The tether and tether pin were not returned with the delivery system. There is blood in the sheath. There is blood in the recapture cone. There is blood on the inner shaft. There is blood on the flush valve. There is blood on the shaft located at the distal end of the stability member. There is blood in the tether tube. There shaft is kink/buckled in the handle not allowing the deployment button move to the fully deployed position. The lumen is torn on the tether hole which may have contributed to the resistance on the tether. There is blood in the lumen. There is material voids in the sheath. If information is provided in the future, a supplemental report will be issued.